Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that three days post implant, this cardiac resynchronization therapy defibrillator (crt-d), detected high out-of-range right ventricular (rv) lead pacing impedance measurements. Boston scientific technical services (ts) recommended performing isometrics, pocket manipulation and other maneuvers to verify lead system and connection integrity. Ts noted that patient is at risk of inappropriate therapy or lack of pacing support. No adverse patient effects were reported. New information received indicates that surgical intervention was performed. The rv lead was tested on the pacing system analyzer (psa) with normal impedance measurements. The rv lead remains implanted and in service. The crt-d was explanted and replaced. As of today the crt-d has not yet been released to boston scientific from the hospital pharmacy.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.